Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500 mg/dl. The customer indicated that the cannula was bent upon removal and declined troubleshooting. Customer indicated that the infusion set and reservoir was changed after the bent cannula was discovered.